Manufacturer narrative:
Additional information was obtained indicating that no percutaneous coronary intervention (pci) was performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:the device is not expected for return, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported dislodgement that required reintervention was likely related to the balloon aortic valvuloplasty (bav).

Event description:
Medtronic received information that following the implant of this 26mm transcatheter bioprosthetic valve into a 22 mm annulus, a balloon aortic valvuloplasty (bav) was performed and caused the valve to dislodge. The valve was left in the ascending aorta. A percutaneous coronary intervention (pci) was performed (reason unknown) and a second valve was implanted. The first valve was snared up to fixate it, however, the following day, the valve reportedly migrated in the ascending aorta and an unsuccessful attempt was made to snare the valve. It was reported the valve was surgically removed with a good result. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.